Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. On the distal portion, an insulation abrasion was noted at 21.7 to 22.2 cm from the connector pin. The insulation abrasion was most likely the cause of the complaints reported from the field.

Event description:
It was reported that the atrial lead exhibited noise, low impedance, oversensing and an insulation anomaly. The lead was explanted and replaced.